Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels were mildly tortuous bilaterally. There was a lot of focal disease bilaterally more on the right side than the left, but this was not seen before the procedure. It was reported that it was not possible to insert dilators from the right side. The left side was dilated first with a 16 fr dilator and then with an 18 fr. While the 18 fr dilator was being inserted the blood pressure was noted to have dropped. A wire was previously inserted up the right side and this was used to insert a reliant balloon. The balloon was inflated in the aorta to control the bleeding. A retrograde injection was shot and showed the left external iliac artery at the junction of hypogastric artery was dissected. The physician elected to continue with the endovascular procedure and inserted an aneurx stent graft. The aortic neck measured 29 to 30 mm in diameter and had a focal area of 26 mm. During the insertion of the aneurx it kinked and it was removed from the pt. Another aneurx bifurcated stent graft was inserted and successfully deployed. The dissected vessel was covered with 2 iliac stent grafts. Proximal to that a 20 mm cuff was implanted due to the size on the vessel which was larger in the common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention). Evaluation results: tortuous and diseased iliac arteries. Dilator. Conclusion: tortuous and diseased iliac arteries. Dilator. Evaluation summary: there were multiple kinks on the catheter at 117mm, 135mm and 145mm. The area between 135 and 145 was accordioned. The stent graft was deployed in the lab without difficulty. Evaluation of the device did not determine any abnormality. The kinks were determined to be due vessel morphology.